Event description:
It was reported that during attempted implant the device could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.